Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 type of investigation b17 changed to b22.

Manufacturer narrative:
Corrected information was provided in d8 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4, h5 and h8. Upon review, the primary UDI number, labeled for single use and usage of device have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
The complainant reported a patient on impella support with a 5.5. The complainant reported a self-resolving controller error; the aortic and left ventricle signals disappeared. The motor current and flows remained. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E1 added initial reporter phone and zip code extension as they were omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. G2 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental report will be sent.